Event description:
It was reported gem 20d v/nv ntg .2mf 1ss dehp free leaked during use. The following information was provided by the initial reporter: "yesterday in our infusion clinic, while infusing chemotherapy utilizing the bd alaris pump infusion set, it was observed that the 0.2micron filter that is attached to the line began to leak. This resulted in a chemotherapy spill in our clinic."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of filter attached to the line leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010454 lot number 20075513 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 04jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported gem 20d v/nv ntg .2mf 1ss dehp free leaked during use. The following information was provided by the initial reporter: "yesterday in our infusion clinic, while infusing chemotherapy utilizing the bd alaris pump infusion set, it was observed that the 0.2micron filter that is attached to the line began to leak. This resulted in a chemotherapy spill in our clinic."